Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The subject device was not returned to olympus for evaluation. However, the facility reported reusing this single-use device. Based on the results of the investigation, the event was likely due to poor maintenance and/or user mishandling. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during a transurethral resection in saline (turis), the loop electrode fell off inside the body. However, a computed tomography (CT) scan was performed and did not confirm the electrode was still there, so it was determined there was no problem. The device was a single-use product that was being re-used as the facility was not aware that it could not be re-used. The device was replaced and the procedure was completed with a new device of the same product. There was no health risk to the patient.